Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) tpa-13 - cement restrictor xs (extra small, sz 13) (B)(6)

Event description:
As reported, approximately 8 years and 3 months post the initial left tsa, the proximal humerus has resorbed away and over time the stem has come loose from moving like a windshield wiper over time. The surgeon was able to remove the humeral construct with his hand. The 38mm glenosphere was explanted as well and re-implanted a 42mm glenosphere. An 8 x 175mm long revision stem was re-implanted in the humerus along with a +0mm tray and +2.5mm liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported was likely due to aseptic humeral loosening resulting from bone loss around the proximal humerus. The cause of this bone loss could not be confirmed but may be due to an underlying patient condition. Potential contributions of user or patient-relation considerations could not be assessed as the devices were not returned for evaluation and no relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.